Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as shingles on chest and back. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. There was no alleged device malfunction contributing to the irritation.outcome of the irritation is unknown as follow up attempts were unsuccessful.